Event description:
¿Occlusion¿. ¿line had to be pulled¿. Continuous infusions: ¿0.45 nacl w/ 1/4 heparin at 1.5cc/hr, pge at 0.14 ml/hr¿. Notes: ¿np to bedside to assess PICC line beeping off occluded. Puffy at site and not flushing well. PICC pulled.¿

Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. Based on the product experience report, the customer indicated the sample was available for return. Several attempts were made to have the sample returned. Unfortunately, no samples have been returned for evaluation. Additionally, we did not receive any photographic or visual evidence that would have allowed us to further review your concern. Unfortunately, without the necessary evidence, we are unable to conduct a thorough investigation at this time. As a result, determining the root cause and corrective action is not feasible. If samples become available in the future, the complaint can be reopened for investigation. Additional information provided in h6 and h11.